Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer's reservoirs were leaking. The customer's mother stated that the customer had been experiencing elevated glucose levels. The customer's mother also stated that this was the second reservoir leak this week. The customer's mother further stated that the first leak was during the prime process and the second leak was when the customer was filling the reservoir. The customer's mother then stated that she is unsure where the leaks were occurring from. Nothing further was reported.